Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen cracked after the patient stated they were struck by a car, and a replacement device was provided while instructions were given to shut down the affected unit and return it. Symptoms included no reported changes in blood glucose, and the patient continued cgm use. Outcomes included no injury, no hospitalization, and uninterrupted glycemic monitoring. Investigation included collection of device history and user report, with return logistics arranged for evaluation. Investigation of this device revealed physical damage to the display consistent with external impact, with no allegation of device malfunction and no impact to therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to external force unrelated to device manufacturing or design.